Event description:
It is reported that a white powder came off the packaging when the steinman pin was opened.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: as returned, the package was open. The end of the plastic cavity was fractured off and missing. Some scratches were present in the seal area that had been peeled apart. No white residue/powder as described was found in the returned packaging. The product was returned in a condition that made the alleged anomaly impossible to investigate. No pictures of the white powder or samples of th white powder were returned. Cause cannot be definitively determined. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.